Event description:
The pt experienced post-op left knee pain. Pt was put on prescription of heparin. Physical exam showed no inflammation, good healing, no fever and prescription of ice application. According to the sales rep. The pt received corticoids and was told to stop working. New knee arthroscopy was scheduled.